Event description:
The patient had a transforaminal lumbar interbody fusion of l5-s1. The patient complained of severe pain post-operatively. A CT scan showed the bone graft at l5-s1 had extruded into the spinal canal, was fractured, with severe compression of the thecal sac. The right l5 pedicle screw was through the pedicle. There was a three hour delay in finding a medtronic rep to attend the surgery (local rep on vacation). Once in the or, it was noted that there was severe spinal stenosis with extruded allograft bone fragments from the previous interbody bone graft, the anterior thecal sac torn by the bone graft fragments, the dura was tamponaded. It is not clear if the graft fractured during the hardware insertion or post-operatively. The patient's right leg is now paralyzed.